Event description:
Device malfunction: none. Symptoms/ae: dissection. Time of symptoms/ae: after the procedure. It was reported that during a right internal carotid artery stenting procedure, after post dilatation of the rx acculink stent and removal and the rx accunet, carotid angiography revealed a proximal stent edge dissection. A new rx accunet filter was advanced across the previously placed stent and deployed. Another rx acculink was deployed successfully at the proximal edge of the first stent and the filter was easily retrieved. Angiography results were good revealing both stents were well expanded with no residual stenosis, dissection, or perforation. The pt was neurologically intact and hemodynamically stable and was discharged home the next day. No additional info was reported.

Manufacturer narrative:
Study event. The device remains in the patient. The lot number was provided. A review of the finished device history record did not reveal any non-conformities which could have contributed to this complaint. Vessel dissection may occur during this type of procedure as listed in the instructions for use. No device malfunction was reported.